Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that scheduled transmission review identified a stored atrial tachycardia response (atr) episode which showed noise. Lead assessment with a programmer was recommended. It was noted that this patient's atrial lead is a competitive product. No adverse patient effects were reported.